Event description:
It was reported that a patient presented with a r wave amplitude variation noted on the right ventricular lead, which was noted during an unrelated generator change. The surgery was prolonged. The lead was monitored. No further adverse patient consequences were reported.